Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Preliminary analysis found the device would not interrogate when the button was pushed. Evaluation summary (B)(4): an interrogation test was performed, with passing results. Because the condition disappeared during analysis, the reported event could not be confirmed. Therefore, a root cause could not be determined.

Event description:
It was reported by the patient that after power-cycling, the indicator lights on the remote monitor continued to turn off and on intermittently, and a "random tone" came from the monitor as well. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.